Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a screw broke off on the tip intraoperatively while inserting dynamic hip screw (dhs). The tip of connection screw implemented together with and inside dhs screw inside patient. There was no reported surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Awareness date originally reported in error as (B)(6) 2015. The confirmed correct date of awareness was actually (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device instrument and is an is not implanted/explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.